Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t wave oversensing on the ventricular channel was observed. Programming changes were made. Patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.